Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to buttons not responding. No blank display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 217 mg/dl at the time of the incident the insulin pump was not exposed to moisture or damaged. Customer was using (B)(6) alkaline. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.